Manufacturer narrative:
As reported, the 6x40mm precise pro self-expanding stent (ses). The stent was partially outside its deployment system in the packaging. The case was completed by opening and using another precise carotid stent. There was no reported injury to the patient. There was no damage to the packaging. The device was prepped in the tray. The tuohy borst valve was received in the open position but was closed prior to removing the device from the tray. The device was not returned for analysis. A product history record (phr) could not be conducted as a lot number was not provided. The reported event of ¿stent delivery system (sds)-deployment difficulty-premature/prior to use¿ could not be observed as the device was not returned for analysis, and images of the condition was not provided. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced. However, storage factors and prepping/handling factors are possible. According to the instructions for use (IFU), which is not intended to mitigate risk, ¿caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ additionally, the IFU instructs during preparation, ¿open the outer box to reveal the pouch containing the stent and delivery system. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. Close the stopcock attached to the tuohy borst y connection. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ based on the information available for review, there is no indication that suggests that the reported failure is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, the 6x40 precise pro self-expanding stent (ses). The stent was partially outside its deployment system in the packaging. The case was completed by opening and using another precise carotid stent. There was no reported injury to the patient. There was no damage to the packaging. The device was prepped in the tray. The tuohy borst valve was received in the open position but was closed prior to removing the device from the tray. Although the device was initially mentioned to be returned for evaluation, it was ultimately discarded and not returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6x40 precise pro self-expanding stent (ses). The stent was partially outside its deployment system in the packaging. The case was completed by opening and using another precise carotid stent. There was no reported injury to the patient. There was no damage to the packaging. The device was prepped in the tray. The tuohy borst valve was received in the open position but was closed prior to removing the device from the tray. Although the device was initially mentioned to be returned for evaluation, it was ultimately discarded and not returned.